Event description:
Boston scientific received info that this lead dislodged. Several attempts were made to reposition the lead, but none were successful due to the pt's anatomy. The lead was explanted and a different lead was successfully implanted. No adverse pt effects were reported.